Event description:
Procedure type: anterior resection. According to the reporter: during the surgery, the shear did not cut the tissue. They tried everything, from re-connecting the line to shears, transplanting different tranducer. However, when they opened different shear and the ones they were using previously did work out. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).